Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent break occurred. The 100% stenosed target lesion was located in the right coronary artery (rca). The lesion was wired and dilated with 2.0x20mm and 3.0x20mm balloons. The 3.5x32mm promus element stent was deployed. The physician noted that the implanted stent was broken when visualized under fluoroscopy. No additional intervention was performed. No further patient complications were reported and the patient status is stable.